Manufacturer narrative:
This report is submitted on march 08, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to explant the implant magnet due to poor sound quality and retention issues.